Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) on february 22, 2008 and alleged that his one touch ultrasmart meter was not powering on. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported, that the alleged issue first occurred in 2008 (two days prior to the call to lfs), at 8:00 am. As a result of the reported issue, he took his usual dose of diabetes medication (metformin 1500mg and glipizide 5 mg). He also mentioned, that he experienced hyperglycemia (no specific symptoms provided) after the reported issue began. The patient was not tested on any other device and did not receive medical attention. At the time of troubleshooting, it was verified that this was not a new product. Based on the information provided, there is no misuse of the product. The patient was using the correct test strips and had replaced the battery per the owner's manual. The battery was correctly installed and the condition of the battery contacts was also good. However, the meter did not turn on when the power (ok) button was pressed and also when the test strip was inserted all the way into the test strip port. This complaint is being reported because the patient alleged he experienced hyperglycemia (no specific symptoms provided) after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.